Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema and device rupture.

Event description:
Company representative reported on behalf of patient, "swelling of my breast", "tender to touch", "significant emotional distress", and "underwent mammogram, ultrasound and MRI examination which confirmed that both of the implants were damaged and started to leak." Record is for right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Un-report e2338 swelling/edema as it is not a serious event.

Event description:
The event of rupture was confirmed to not have occurred. This record is no longer reportable to the FDA and will be un-reported.